Manufacturer narrative:
Company comment: the serious event of angioedema and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospital observation to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, only 2 medical complaints have been reported for this lot number. A batch record review was performed. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batch. The batch was conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-dec-2024 by a female patient of an unknown age concerning herself. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received three times treatment with sculptra. On (B)(6) 2024, the patient received a fourth time treatment with sculptra (lot 4j0741, expiry date 31-jan-2027) to an unknown location (unknown amount, injection technique and needle type). On an unknown date later, the patient experienced angioedema reaction (angioedema) that worsened quickly, requiring the treatment with intramuscular adrenaline and hospital observation with the use of intramuscular phenergan [promethazine] and intravenous dexamethasone [dexamethasone]. The patient was still quite swollen (implant site swelling) in the orbital region, and she planned to consult an allergist. Outcome at the time of the report: angioedema reaction was unknown. Quite swollen was unknown. Tracking list: v.0 initial, v.1 batch record review results received on 17-dec-2024.

Manufacturer narrative:
Company comment: the serious event of angioedema and the non-serious event of swelling at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospital observation to prevent permanent damage. The potential root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, only 2 medical complaints have been reported for this lot number. To rule-out a non-conforming product, a batch record review will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a female patient of an unknown age concerning herself. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received three times treatment with sculptra. On (B)(6) 2024, the patient received a fourth time treatment with sculptra (lot 4j0741) to an unknown location (unknown amount, injection technique and needle type). On an unknown date later, the patient experienced angioedema reaction (angioedema) that worsened quickly, requiring the treatment with intramuscular adrenaline and hospital observation with the use of intramuscular phenergan [promethazine] and intravenous dexamethasone [dexamethasone]. The patient was still quite swollen (implant site swelling) in the orbital region, and she planned to consult an allergist. Outcome at the time of the report: angioedema reaction was unknown. Quite swollen was unknown.